Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the patient had shown signs of hemolysis in the past and is currently showing signs again with severe hematuria. The power is increasing and the pi is dropping. It was suggested by the manufacturer's clinical representative to perform a ramp speed test and CT to help determine if there is thrombus in the inflow conduit or outflow graft. The patient has been diagnosed as "severe biventricular dysfunction". It was reported that the patient had known thrombus in the left ventricular prior to implant. The manufacturer received additional information 4 days later that the lvad pumps was exchanged for another lvad pump due to suspected thrombus.